Event description:
The customer stated that the mpa system aliquoted samples that had not been centrifuged. These samples were sent to another instrument for testing. The customer stated this occurred twice, beginning around one week ago on (B)(6) 2016. There were several error messages on the system at the time of the event, including a rack identifier error. The customer stated that there were erroneous results for an unspecified number of samples tested for multiple assays. Of the results provided, one patient sample had an erroneous troponin I (tni) result that is reportable as a malfunction. This sample initially resulted as 0.83 ng/ml and this value was reported outside of the laboratory to the doctor. The lab caught the result within a few minutes and called back to the doctor before any patient was affected. The sample was then centrifuged and repeated, resulting as < .3 ng/ml. The repeat result was believed to be correct. There was no adverse event. The troponin I reagent lot number was 188618, with an expiration date of january 2017. The field service representative could not determine a cause. The system was found to be in operation. He states that the problem may be related to an operator handling issue.

Manufacturer narrative:
Investigations have determined that the affected sample was processed 2 times and each time, it was processed in a rack that had been defined to skip the centrifuge. No system malfunction was found.